Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v855587, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was a suspected problem with device or therapy. There was a complaint regarding the effectiveness of the device but it was not the reason for the magnetic resonance imaging (MRI). The symptoms reported were memory problems. The consumer reported that the health care professional (hcp) thought this was just part of aging. This occurred in (B)(6) 2015. It was also reported that there was a poor communication seen on the patient programmer. The patient was not recently implanted and the antenna was being used. The antenna was secured and they attempted to sync again, however, it did not resolve the reported issue. The patient had not had the implant checked since 2012. They did not want to talk to the repair team. The programmer stopped connecting to the implantable neurostimulator (ins) and had not connected since 2012. The patient was not sure why. The hcp told the patient that the ins and programming were working fine and that everything was in her head. She had an appointment with the hcp the week after the report. The symptom reported was the device not being effective. This occurred in 2012. The patient reported that the implant stopped functioning two weeks after it was implanted. They also mentioned that they went through airport security with no issues. Two weeks after implant, her incontinence returned. The ins never controlled her symptoms and she was still incontinent. The implant had not worked since it was implanted. They tried reprogramming but that did not resolve the issue. In 2012, she was told lead migration was not a possibility. It was also reported that the patient had a bladder sling because the device was not effective. She was having pain from the bladder sling. She got the sling in 2007 and the pain started in 2009. The hcp told the patient that she was not having pain from the sling and that it was anxiety from the commercials she had seen about the bladder sling. It was further reported that the ins was depleted. The ins was dead and the patient did not recall when she noticed it was dead, meaning depleted. The patient was having incontinence daily. It was unknown if this was gradual or sudden. The patient had an MRI scheduled on (B)(6) 2015 that was for the brain and was not related to the device therapy. After follow-up with the patient, it was reported on (B)(6) 2015 that the steps taken to resolve the loss of effectiveness was reprogramming many times. The loss of effectiveness had not been resolved at this time. The patient had the device since the end of 2011 and it only worked for a few months. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.